Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage from the filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that during an immunotherapy infusion, leaking leaking was observed from the circular, disk-like area on the flat surface of the intravenous tubing filter. Due to previous device defects, prior to initiating infusion, an absorbent pad was placed under the filter in case of a potential leak. In this case, the pad absorbed the leaking fluid preventing the need for a biohazard clean up. No injury to this patient.